Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for contamination following a procedure. The customer reported that there is no evidence of non-tuberculous mycobacteria (ntm). There was no report of patient injury. During the investigation, it was found that the complained unit (B)(4) had been returned to sorin group (B)(4) for deep disinfected in 2015. At that time, the system was equipped with a plug for the overflow tubing and water testing of the unit confirmed no growth of ntm and 0cfu. The unit was returned to the customer. Following the recontamination on (B)(6) 2016, the complained unit was again returned to sorin group (B)(4) for investigation. Visual inspection did not identify any obvious biofilm, though minor residues and slight tubing discoloration were detected. The tubing was replaced and a chemical and thermal disinfection of the inner and outer parts of the unit was performed. A technical safety inspection was completed without issue and the unit was surface cleaned and disinfected and returned to the customer. During follow-up communication, the customer stated that they have always followed the cleaning and disinfection instructions outlined in the current instructions for use (IFU). Additionally, the hygienic practices at the hospital have been reviewed several times prior to this event by sorin group representatives, and no issues have been discovered. A root cause for the recontamination could not be determined. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for contamination following a procedure. The customer reported that there is no evidence of non-tuberculous mycobacteria (ntm). There was no report of patient injury.